Event description:
It was reported that the atrial out of range impedance alert triggered on the implantable cardioverter defibrillator (ICD) when there is no atrial lead present. Out of range observation on an atrial lead occurred several days ago and every day since on a device that was interrogated. The device remains in use and the atrial lead impedance alert was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. No atrial lead connected with alert. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(4) 2013. Daily pace lead data shows varying impedance for atrial pace bi impedance equal to "not connected" to 4047 ohms between (B)(4) 2013 and (B)(4) 2013.

Event description:
It was reported that the atrial out of range impedance alert triggered on the implantable cardioverter defibrillator (ICD) when there is no atrial lead present. Out of range observation on an atrial lead occurred several days ago and every day since on a device that was interrogated. The device remains in use and the atrial lead impedance alert was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.